Event description:
Suction tubing with red debris. Discoverd before patient entered the room.

Manufacturer narrative:
A user facility medwatch report ((B)(4)) was received on 02/17/2022 reporting suction tubing with red debris. Discovered before patient entered the room. A supplier corrective action request (scar) was issued to the tubing supplier (B)(4) corporation. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
The tubing was returned to deroyal for evaluation. A supplier corrective action request (scar) was issued to the tubing supplier conmed. Potential root cause: raw material (resin) with foreign matter from conmed's supplier. The personnel were not following the good manufacturing practices. The following corrective actions have taken place by conmed: requested an incoming inspection of the resin. Retrained the personnel involved on the (B)(4) good manufacturing practices procedure. Updated manufacturing procedure mp-09-1492-m to include the instructions to maintain the gaylords covered in the extrusion area. Updated mp-128-m to clarify the instructions for verification of red substance in the tubing during the coiling process. Deroyal no longer receives this product from (B)(4). This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.